Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a documented lowest blood glucose of 40 mg/dl and approximately one hour below range after announcing a usual dinner and then overcorrecting; the user treated with oral glucose, including a glucose tablet and candy, and received troubleshooting and education on carb awareness and stepwise treatment. Symptoms included feeling ¿a little out of it,¿ consistent with hypoglycemia. Outcomes included self-recovery above 70 mg/dl without medical intervention or hospitalization. Investigation included a customer interview and device-use review through troubleshooting and education. Investigation of this case revealed no device malfunction and suggested user handling and corrective actions during therapy as contributing factors, with the infusion set reported as a cassette design. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.